Event description:
Related manufacturing reference: 3008452825-2024-00494, 3008452825-2024-00495. During a pulmonary vein isolation procedure, display and communication issues resulted in a procedural delay. Mapping was completed and the ablation catheter was inserted. The catheter was recognized and the impedance was good on the ampere, however all electrodes could not be visualized and red and yellow blinking light was observed. There seemed to be signals on the workmate claris, but electrodes could not be visualized. Repeated attempts to set baseline of the sheath filter and switching sensor ports did not resolve the issue. The tactiflex cable and tactisys were exchanged, the system was restarted, all connections were reconnected and switched to navx mode but the issue still persisted. The catheter was exchanged but the issue was not resolved. The catheter was exchanged again to a third, still with no resolution. The procedure was completed using the non-abbott system (carto) and with no adverse consequences to the patient.

Manufacturer narrative:
One ensite x amplifier (sn: (B)(6)) was received for evaluation. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the cardiamp board in slot 1. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.